Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 600mg/dl and the tape is not adhering to their body. Customer treated with the pump. Troubleshooting found that the infusion site comes loose when the cannula needle is removed. Customer was advised on proper insertion technique and to return the infusion set for analysis. Customer declined high blood glucose troubleshooting as they know why their blood glucose was high. No further details given.